Event description:
It was reported that the ventilator malfunctioned while it was connected to a patient. According to the hospital there was no gas supply and consequently the patient was not receiving enough gas. The patient¿s saturation dropped and the heart rate dropped to 32 beats a minute. The patient was bagged and the ventilator was replaced with another one. The patient was in unconscious state when ventilator therapy was started and was still in a comma both during the event and the replacement of the ventilator. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility and no parts have reportedly been replaced. Information about the current status of the ventilator has not been provided. Provided ventilator logs were reviewed. On the reported event date and time, alarms for vt inspiratory overrange, expiratory minute volume low and check tubing were generated. These alarms indicate a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. No pre-use check was performed prior ventilation was started. After the event, the ventilator passed pre-use check. The cause of the reported loss of volume was most likely a leakage in the patient breathing circuit. The cause of the leakage has not been determined. There are no indications of a ventilator malfunction.